Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: samples received: 5 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. There are no units in our stock. We have received five closed samples to analyze this complaint. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment of the closed samples received and the results fulfil the requirements of the (B)(6). Review of the batch manufacturing records showed this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of ep/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed.

Event description:
It was reported that there was an issue with the sutures. Upon opening the packet, it was noted that the suture material detached from the needle. The product was not used on a patient and there was no patient harm. Additional information was not provided.